Event description:
New information received clarified that the pacing impedance increased out of range. It was also noted the cardiologist suspects it was a competitor lead issue and not an issue with the abbott device.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, when the chronic right ventricular lead was connected to the device, the right ventricular port detached from the device and was still on the right ventricular lead. The physician attempted to connect the lead again, however, increased out of range impedance values were noted. The device was not used, and a new device was implanted to complete the procedure. Patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly and high pacing lead impedance was confirmed. The high pacing lead impedance was a result of the set screw anomaly. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported events noted in the field. The set screw anomaly was consistent with having occurred during the procedure.